Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Analysis of the ins (serial# (B)(4)) found that it met risk based analysis criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient had an explant due to an infection. The patient had serosanguinous fluid at their pocket site. The rep noted that the patient¿s compliance was not very good. There were no diagnostics/troubleshooting completed. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported.